Event description:
Prodisc-l implanted at l5-s1. Pt had a collapsed disc space and surgeon tried to re-establish normal disc height. The implant did not fail and remains intact. Patient is complaining of pain. Surgeon removed implant and revised patient to posterior fusion. This is on (1) of three (3) reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.